Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 19 mg/dl at the time of the incident. The customer used to treat. The customer experienced symptoms such as loss of consciousness that resulted in a car accident. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer had 4 separate low incidents. The insulin pump, reservoir, and infusion set will be returned for analysis.

Manufacturer narrative:
The information that provided about the treatment with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer used food to treat low blood glucose.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.